Event description:
1 of 2 reports (same event/different products). Other mft report number: 3014334038-2026-00034 a physician reported a certas valve was placed on (B)(6) 2025. The physician experienced issues checking the valve setting and programming it with the electronic programmer. When attempting to adjust the valve, the electronic programmer appeared to be stuck between settings (2 and 3 or 3 and 4). On (B)(6) 2026, the physician attempted to adjust the valve to a setting of 4; however, when the valve was removed and the setting was checked, it was found to be set at 5. The issue may have been related to the certas valve or the electronic programmer used to confirm and change the setting. Out of caution and to address the patient¿s concern, the valve was removed and replaced on (B)(6) 2026. According to reporter: "the product number for the valve is either 828814pl or 828815pl."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.